Event description:
The coil was positioned several times within a protected aneurysm at the middle cerebral artery, which had previously been coiled. This patient was undergoing recanalization procedure of an aneurysm neck that had grown to approximately 5.5 by 4.5mm. There was no report of patient injury. Upon reviewing the preliminary report of the product return the coil was reported to be stretched. Due to the unsuccessful attempt to obtain additional information, this will be reported as a malfunction.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.